Manufacturer narrative:
The customer¿s report of an underinfusion was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal intact and no anomalies observed. Analysis of the pcu event log shows that the pump module was powered on at 3:01 pm on (B)(6) 2018. The device alarmed for flo stop open for 7 seconds and was then programmed to infuse at 500ml/hr with a vtbi of 500ml. At 4:02 pm, the primary infusion completed and the device transitioned to kvo at 20ml/hr. At 4:03 pm, the user programmed an infusion to run at 500ml/hr with a vtbi of 50ml. At 4:10 pm, the primary infusion completed and the device transitioned to kvo at 20ml/hr. The user then programmed an infusion to run at 500ml/hr with a vtbi of 500ml but re-programmed the infusion to run at 100ml/hr with a vtbi of 100ml. At 4:28 pm, the user paused the infusion and channeled the device off. Functional testing was performed and found the device to be delivering fluid within specification. The root cause of the customer¿s report of an underinfusion was not identified.

Event description:
The customer reported that the device was programmed for a vtbi of 400ml and the bag contained 400 ml. The device read that 400ml had infused however the bag was still over half full. Although requested, no additional information about the patient, medication, or event was provided.